Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead helix appeared to be normal when extended outside the body but during the implant attempt it was noted to be stretched out. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead helix appeared to be normal when extended outside the body but during the implant attempt it was noted to be stretched out. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.